Event description:
A malfunction was reported with the customer's pump, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.